Event description:
The user facility reported that the locator of the angio-seal device was unable to be inserted. After the angio-seal device was unpacked as usual, the locator was attempted to be inserted to the insertion sheath to be mated; however, it could not be inserted due to strong resistance. The device was not used, and 0.5 hours of manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 7 millimeters (mm). There was no health damage to the patient. The blood loss was less than 250cc's. There was no patient injury or surgical intervention required. No equipment or other devices were used with the product involved.

Manufacturer narrative:
Patient identifier, age, date of birth, sex, weight, ethnicity& race: requested, not provided due to hospital policy. Implanted/explanted date: device was not implanted/explanted. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed for an assembly issue. The exact root cause was unable to be determined. The likely cause was determined to have been incomplete component assembly due to insufficient force. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).